Event description:
Per the clinic, the patient experienced pain with device use resulting in the decision to permanently discontinue use of the device. Subsequently the device was explanted on (B)(6) 2015. The device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device currently not available.